Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink and twist to the outer sheath at the nosecone. The stent is partially deployed approximately 9mm from the middle sheath. Microscopic examination revealed no additional damages. The lock is still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that a stent premature deployment occurred. The 100% occluded target lesion was located in the non-tortuous and fairly calcified anatomy in the left leg. The lesion was pre-dilated with a 4mm balloon. A 6x120x130 eluvia self expanding stent was selected for an angioplasty and stenting procedure. During the procedure, the delivery system was advanced over the wire and the device was not able to cross the blockage. The stent was not attempted to be deployed because it was not able to be placed in the correct location. When removing the stent, it was noted that a portion of the stent was becoming exposed. The physician attempted to use the device again, but the stent was exposed and catching on the vessel during advancement. Five eluvia devices were used to complete the procedure. The physician was intending to use several stents for this case. There were no patient complications.

Event description:
It was reported that a stent premature deployment occurred. The 100% occluded target lesion was located in the non-tortuous and fairly calcified anatomy in the left leg. The lesion was pre-dilated with a 4mm balloon. A 6 x 120 x 130 eluvia self expanding stent was selected for an angioplasty and stenting procedure. During the procedure, the delivery system was advanced over the wire and the device was not able to cross the blockage. The stent was not attempted to be deployed because it was not able to be placed in the correct location. When removing the stent, it was noted that a portion of the stent was becoming exposed. The physician attempted to use the device again, but the stent was exposed and catching on the vessel during advancement. Five eluvia devices were used to complete the procedure. The physician was intending to use several stents for this case. There were no patient complications.